Event description:
It was reported that a spectrum iq infusion pump failed volume testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed volume test" was not reproduced. The pump was sent to the flow line for flow rate testing at delivery rate (125 ml/hr), run time (60 mins), volume to be infused (125 ml), results: (119.049), error percentage (-4.76%). Second flow rate accuracy test at delivery rate (25 ml/hr), run time (25 ml), volume to be infused (25 ml), results: (25.419), error percentage (+1.68%) which is within specification. The event history log review was completed, and the customer reported problem could not be confirmed through the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.